Event description:
The imx analyzer generated a bhcg result of 60 miu/ml. The sample was sent to a reference lab which reported a result of 960 miu/ml. The result of 60 miu/ml was not reported. There was no impact to pt mgmt reported.